Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: the device was received for evaluation. Visual inspection reveals a small crack near the outer edge in one of the five sections that are used to hinge the two major parts together. The device was reviewed with the quality engineer that worked on the development of the product. There are no obvious defects on the manufacturing of the device that could have caused this break. One potential root cause could be that if there was a force placed on the back-corner edge near where this cracked section is located that the material could have cracked. No information was provided to inform us if this could have happened during transit or if the packaging was damaged. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. No non-conformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 7/23/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 7/23/2019. Device history batch, null, device history review null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an aclr procedure, after the graft was placed in the speedtrap grn/white, the surgeon gently grabbed the unit gently. Then, some area of the unit¿s bottom cracked. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. No further information is available. Additional information reported by the affiliate states the device is available for return and evaluation.